Event description:
Defibrillator synch mode malfunction; pt in svt while inserting pa catheter. Defib/crash cart to room, connected to monitor, there was no display of 'flags" on the r waves to indicate synch mode. The monitor was changed but did not fire. Another monitor was brought to the room and worked properly.